Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s interstim devices interfered with the enterra device. It was noted that they feed off each other and they were not supposed to. The patient had not seen their doctor for the enterra since (B)(6) 2017. No symptoms were reported. No further complications were reported/anticipated. See related MFR reports 3004209178-2018-00361 and 3004209178-2018-00363.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was still in a "holding pattern" and hoped to have things resolved the week after the report when they go to their healthcare provider. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had a stomach ins, a bladder ins, and a bowel ins, and the interstim devices were on the l and r sides. The patient knew that they interfered with the stomach ins because the fluid in their stomach did not move. It was noted the patient could not adjust their stomach ins and it was a good adjustment. The patient¿s healthcare provider (hcp) did not think they interfered, and it was noted that the hcp said everything was fine, nothing was interfering with anything. The patient thought the best way to do it was by trial and error and they had to see which one affected which one and in which way. It was reviewed that the fact that fluid in the patient¿s stomach did not move did not mean that there was interference. The patient was redirected to follow up with their hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient adjusted both pelvic batteries equally and their stomach fluid moved.